Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). Additionally, boston scientific technical services (ts) discussed how the battery of this device is approaching a replacement indicator. No adverse patient effects were reported. At this time, this device remain in service.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). Additionally, boston scientific technical services (ts) discussed how the battery of this device is approaching a replacement indicator. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.